Event description:
Used abbott freestyle libre blood glucose system to check blood sugar before evening meal. System reported blood sugar of 77 mg/dl, finger stick was 100 mg/dl. (Note, this is an example of an ongoing problem with underreporting of blood sugars by the abbott system). Had I used the number from the freestyle libre system, I would have underdosed my mealtime bolus by 1.92 u of insulin. The freestyle libre's main claim is that it can be used for therapeutic decisions. With no calibration capabilities and continuous under reporting of blood sugars, I am not sure how users of insulin pumps and or rapid insulins could accurately dispense the correct amount of insulin. I have logs of both my glucose meter and the freestyle libre system going back several months.